Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump stopped working and was hospitalized with high blood glucose of 600 mg/dl. Troubleshooting found that the drive support cap was normal but the customer declined to check theor settings. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.